Event description:
Per the surgeon, the patient was explanted (B)(6) 2013 due to skin flap breakdown.

Manufacturer narrative:
(B)(4). Device currently unavailable.

Manufacturer narrative:
It was reported that the patient was treated with antibiotics (type, dosage and duration not reported) prior to explantation. This report is filed january 30, 2014.

Manufacturer narrative:
This report is filed january 17, 2014.